Event description:
It was reported that the insulin pump alarmed low battery within 1 week since the last battery replacement, alarmed failed battery test, and experienced an off no power anomaly. The blood glucose reading was 97 mg/dl. The customer stated that she tried all batteries and they all failed. She bought new batteries and stated that they started to work. The battery did not last for longer than 1 week. Upon troubleshooting, the customer was advised that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.